Event description:
Procedure: liver resection. According to the reporter: the surgeon could not reopen the instrument after firing. The instrument was resected and surgical time was extended beyond 30 minutes. Blood loss was reported as less than 250cc.